Event description:
Device malfunction: unspecified deployment issue. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified artery, after a diagnostic procedure. Reportedly, "the device failed to deploy" and was removed from the pt without issues. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded; however, representative sterile samples from the same lot number are expected to be returned for analysis. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.